Event description:
The patient's mother reported on (B)(6) 2014 at 6:00 am her daughter activated a new pod and her blood glucose and insulin history is as follows: at 11:00 am the insulin was suspended and was not resumed. At 12:11 pm the pod was deactivated and she was vomiting so she took her to the emergency room. She did not provide any further information regarding the hospitalization or her daughter's treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization qualification records were reviewed and the product lot met all acceptance criteria.